Manufacturer narrative:
No further complications have been reported. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event, the user facility submits a medwatch report, biomet well forward a copy to FDA. This report was filed on may 21, 2007.

Event description:
Pt underwent total knee arthroplasty in 2007. Following procedure, it was identified by the MFR that the patella component was size small, not a size medium as indicated on the prod label.